Event description:
Customer reported that locking screw (variax distal radius system) came out of patient's wrist. Customer reported that in october - approximately 6 months after surgery, the patient was paying a visit to a hospital for a routine post-surgery examination and the system worked well at that time. As per the customer, locking screw was explanted in a hospital in india, while patient was traveling.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. No corrective actions are required at this time.

Event description:
Customer reported that locking screw (variax distal radius system) came out of patient's wrist. Customer reported that in october - approximately 6 months after surgery the patient was paying a visit to a hospital for a routine post-surgery examination and the system worked well at that time. As per the customer, locking screw was explanted in a hospital in (B)(6), while patient was traveling.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.